Manufacturer narrative:
(B)(4). The device manufacturer and lot number of the device involved in this complaint was not provided. Therefore, it is unknown if the device involved was abbvie branded tubing. Conservatively, abbvie has chosen to report this complaint due to the potential that the device involved could have been abbvie branded tubing. The device involved in the event remained implanted in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. A pneumoperitoneum is a known complication of a peg tube/ j-tube placement. Per the instructions for use (IFU): to secure the peg tube, the peg tube should be pulled until elastic resistance is felt, keep under tension, secure fixation plate into position using the clip, and remain under moderate tension for 24-72 hours to promote good adherence to the stomach wall to the inner abdominal wall. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2018, a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. After the placement, the patient had free air in the abdomen. On (B)(6) 2018, the patient experienced abdominal pain and was diagnosed with a pneumoperitoneum.

Manufacturer narrative:
Catalog number 062945-001 is the international list number which meets the requirements of the similar product listed which is the us list number.

Event description:
Additional information received on 30 apr 2018: it was clarified that on (B)(6) 2018, the patient experienced a gastric perforation after the new peg and peg-j tube placement.

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received on 03 apr 2018: on (B)(6) 2018, a CT revealed the following: impaired ventilation in dorsalbasal parts of the lung covered by the imaging, suspected mild bilateral pleural effusion, air in abdomen (diffusely distributed ventral of liver, stomach and spleen) and increasing accumulation of air in mid-abdomen, with correct position of newly placed peg tube and no evidence for duodenal perforation and no free intra abdominal fluid. It was reported that since (B)(6) 2018, the patient had abdominal pain and a pneumoperitoneum.